Event description:
It was reported that the patient went into withdrawal. The patient was scheduled for pump replacement. The hcp is managing the withdrawal and bringing in the patient for pump replacement today. A follow-up report will be sent if additional information becomes available to us.

Manufacturer narrative:
.